Manufacturer narrative:
Evolutr-26-us transcatheter valve implanted on (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the implantable pulse generator (ipg) could not establish telemetry. The ipg remains in use. No patient complications have been reported as a result of this event.